Event description:
Boston scientific received information that a non-bsc sales representative reported that the patient implanted with this right ventricular (rv) lead was lost to follow up since the new non-bsc device system was implanted, approximately 20 months prior. Upon a recent device check, the non-bsc device reported two messages, indicating rv pacing lead impedance measurements greater than the upper limit and patient notifier delivered. The messages were dated approximately 18 months prior the recent check. The non-bsc sales representative additionally observed that the r-wave measurements had decreased from 6mv to 0.8mv and no capture was observed at 6v. The rv shock impedance measurements were reportedly within acceptable limits. Non-bsc technical services discussed recommendations. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.